Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set appeared to have an occlusion in the tube close to one of the clearlink valves. The reporter stated that the occlusion looked like a clamp mark. This was noted upon removing the set from its packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection was performed which revealed a kinked tubing. The reported condition was verified. The cause of the condition was due a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.